Event description:
The patient contacted animas on (B)(6) 2012 stating all of the keypad buttons were intermittently unresponsive. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and cleaned it with a damp cloth. It was claimed that a skin covered the pump. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): testing confirmed the "up", "ok" and "contrast" keys are intermittently unresponsive. The keypad was intact and when removed, contamination was noted under all key contacts, and the "up" key contact was noted to be misaligned. Unrelated to this complaint, the display is faded, discolored and difficult to read: when r eplaced faded d with a test display, the screen was fully functional.